Event description:
Ups caught on fire: field svc engineer was on-site to troubleshoot a problem with the atlas computer. While troubleshooting the computer, the ups (manufactured by best power, but "bundled" with the atlas) made a "poof" noise. There was then a flash of light, and smoke started filling room. Two techs (per dept requirements) were admitted to ER then discharged without reported clinical sequelae.